Manufacturer narrative:
(B)(4). Batch # u5f36l. Additional information was requested and not available: when the tissue retaining pin was broken, did it break off of the device? If yes, did any pieces fall into the patient? If yes, were they retrieved? Will all pieces be returned with the device? If no, were they discarded? Was this the first firing? If no, were they reloading the device to complete the transection or firing in a different location? If applicable, were there any difficulties in loading the device? Can a timeline of events from start to finish be provided for the contour device? Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. The reload batch was 304a51. The analysis results found that the gcs40b device arrived with no damage and that the retaining pin was intact. This indicates that the reload received was not the reload described in the complaint. However, with the reload/device received - the device pushrod was behind the retaining pin coupler, making the reload unable to be removed (stuck) since the pin would not retract with the pushrod button. This is possible if mis-loaded. Witness marks on the mating end of the coupler indicated also that the coupler may have initially been loaded on the thicker portion of the pushrod, indicating a mis-load. The user would have experienced the inability to remove the reload as described in the complaint, and chose to open a new device. The retaining pin of the cartridge was manually returned, and the cartridge was re-inserted the correct way. Upon reinserting the cartridge correctly, the device was conforming. The device fired as expected and formed the staples as well as completely cut the test skin and the washer without incident. The staple line was complete, and the staples appeared to be well formed and conforming in the test skin. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during a colorectal procedure they couldn't get the reload out of the device. The tissue retaining pin broke. A new device was used to complete the case with no patient consequences.